Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an endoscopic breast augmentation procedure, when the physician touched the foot pedal for endoscopic portion of case, the hand controlled pencil (laying on patient's abdomen) was activated and burned the patient. The patient received a full thickness burn - 1cm x 1/2cm. The patient was treated by the plastic surgeon. The reusable endoscopic probe device was plugged into hand control outlet. A disposable hand controlled pencil was plugged into foot controlled outlet. The esu was tested by the sites biomed and found to test satisfactory. The site indicated the esu will not be returned for evaluation and the disposable pencil was not saved.